Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer sates that they are receiving high blood glucose numbers, having to calibrate multiple times, and receiving weak signals. The customer states their blood glucose levels have a significant difference from their sensor readings. The customer's blood glucose level was 300mg/dl, and their sensor reading was 200mg/dl. Troubleshooting was conducted. The customer is being sent out replacement sensors, but the customer did not have any of the faulty sensors to return for analysis.